Event description:
Customer complained that a technician cut her finger on shards of glass inside an affirm sample collection tube while processing a sample received from one of their collection sites. Due to improper collection at the clinical site, the sample contained shards of glass and the technician at the testing site cut her index finger while squeezing the tube to filter the sample. The technician received medical attention; it was determined the cut was minor and did not require sutures. The injury was treated by cleaning and has since healed. Baseline testing was performed on the technician for hiv and hepatitis; she will be rechecked in 6 months. A tetanus shot was also administered. The technician was wearing appropriate ppe at the time of the incident.

Manufacturer narrative:
The affirm atts collection kit is used to stabilize the nucleic acid of candida species, gardnerella vaginalis, and trichomonas vaginalis during specimen transport at ambient temperature (15-30 degree c) or (2-8 degree c) for up to 72h. Bd determined that in this situation, the glass ampule was inserted into the specimen transport tube. Package insert instructions for using the affirm atts system clearly indicate that only the liquid reagent from the ampule (and not the entire glass ampule) is to be added to the affirm specimen transport tube. A review of past complaints does not indicate this defect to be a confirmed trend. No corrective action will be initiated at this time. Bd will continue to monitor for trends.